Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Another site visit was made by a medtronic representative and a second cd was used to reload films and they had the same luck. The other issue was that it said the scan wasn¿t optimal for stealth. The scan was in igs protocol even though the details said the issue was with the spacing. The rep took the same cd and loaded it onto the fusion and it worked fine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were blank images. While attempting to download patient images the system displayed, "not optimal for this stealth" due to spacing and thickness. Although images could be downloaded the 2d and 3d images were black in planning and registration. Swapped to fusion and continued case. A rep went back to the system later that day and it had been shut down. They turned the system on and images were loaded correctly and displayed in planning and registration task, still read "not optimal for this stealth. There was no patient present when this issue was identified.